Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for what appeared to be atrial driven arrythmia. Technical services (ts) discussed reprogramming options. Device remains in service. No adverse patient effects were reported.